Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the ambulatory care department experienced a tubing set that separated at the drip chamber and leaked during patient use. There was no report of patient harm.

Event description:
The customer reported that the ambulatory care department experienced a tubing set that separated at the drip chamber and leaked during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing set separated at the drip chamber and leaked was confirmed. Received from the customer as one used drip chamber; the tubing and remaining components of the set below the drip chamber were not received from the customer visual inspection under a magnification observed insufficient solvent on the connection of the tubing to the drip chamber. Functional testing was not performed on the received drip chamber due to the missing tubing and components. Dimensional testing was performed on the drip chamber tubing connection area. All sample measurements were within specifications. The root cause of the reported separated tubing at the drip chamber and leaking was insufficient solvent between the connecting engagement of the set¿s tubing and drip chamber.